Event description:
It was reported to tyco healthcare/kendall in 2002 that a customer had an insulin needle problem. The complaint form states that a customer noticed after insulin injection that a needle had remained in their abdomen. Customer removed the needle themself and did not seek medical attention. According to the report the patient checked the syringe used for injection and it was intact.